Event description:
A hospital in (B)(6) reported via our distributor that the feedset line of 3 mr290 autofeed humidification chambers were broken during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 chambers are no longer expected to be returned to fisher & paykel healthcare for evaluation as it is not available. We are unable to confirm the failure mode of the reported complaint as the complaint devices were not returned and there was not enough information provided by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290 chambers for evaluation. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the feedset line of 3 mr290 autofeed humidification chambers were broken during use. No patient consequence was reported.